Event description:
Medwatch report received 10/2004. It was reported that this event involved a pt with non-hodgkins lymphoma. In 9/2004, PICC line was inserted into right antecubital and multiple un-named medications infused. No other lines were reported in place. On the 6th day, due to suspected abdominal/pelvic/thoracic bleeding, a cat scan was peformed and an air embolism was identified in pt's right ventricle. PICC line was removed. Pt underwent hyperbaric oxygen therapy and died a few days later. No additional information indicating cause.